Event description:
User facility reported patient was receiving a transfusion and the set tubing was reported to be kinked. According to user facility, this caused the transfusion to run more slowly. The patient required inotrope drug to raise blood pressure; user facility could not confirm whether this was required due to slowing of transfusion or other factors. Based on the information provided their was no reported permanent injury to the patient.

Manufacturer narrative:
Customer has not yet returned the device involved in the event to the manufacturer for device evaluation. When and if the device involved in the incident becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.